Event description:
Allegedly the patient was revised due to pain (left). Revision njr index no: (B)(4).

Manufacturer narrative:
This event occurred in the (B)(6). This is the same event as 3010536692-2014-00771, 00772, 00773.